Event description:
It is reported that the patient is experiencing pain, swelling, and difficulty walking. Patient is required to wear a knee brace and take prescription medication after knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - modular cemented tibial baseplate size 4, left for cemented use only catalog #: 642000240 lot #: 61639238, catalog #: 630007102 lot #: 61621912, nonporous femoral component size 4 left for cemented use only catalog #: 630700040, lot #: 61706981, and palacos r 1x40 single catalog #: 00111214001 lot #: 71364253.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and should be voided.